Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy, red, not raised, and nothing open or weeping. There was no alleged device malfunction contributing to the irritation. The patient¿s cardiologist advised it was ok to take off the device to alleviate the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.